Manufacturer narrative:
Other relevant device(s) are: cmptr 9736119r rollingstone w/fsn os rfb software 9733467 fusion ent app. UDI and manufacture date were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was powering down while being left on. A manufacturer representative (rep) was in the area and went to perform a system checkout and he could not recreate the issue. This was discovered outside of surgery. Additional information was received: it was reported that the surgeon stated the system would not work or boot up. A nurse at the site mentioned to the manufacturer representative on site that she had been able to use the system without issue since the complaint was made.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information/correction: email received with corrected date of event. It is either (B)(6) 2019 or (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.